Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician noted that there was a gap of approx 2-3 mm between the end of the lead and the connector in the header block. If additional info becomes available, a follow-up report will be sent.